Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 15 minutes on their performa device: 105 mg/dl and 303 mg/dl. Furthermore, at a separate time the customer went to the pharmacy received the following results within 15 minutes: 105 mg/dl (performa) and 600 (pharmacy meter).